Manufacturer narrative:
Investigations determined that the different sample measurements were performed with different, fresh samples. The slope of the ph sensor was well within limits and internal controls performed before and after the events were fine and within specified ranges at all times. The low ph values were determined to be due to the low ph blood signal voltage in these measurements. In considering the corresponding pco2 level measurement value and its change with respect to the ph measurement value change, low ph values were accompanied with high pco2 level and pco2 levels decreased correspondingly with increasing ph value. It can be concluded that the ph sensor behaved correctly and that the measurement results reflected the patient's actual situation. For patient 1, the time gap between the first two measurements was approximately 6 minutes. Due to the very different pco2 level, it is very unlikely that the same sample was used in both measurements. In case the same sample was used, considering that the ph and pco2 sensors behaved normally, as well as the fact that the pco2 level of blood sample should not change dramatically in a few minutes, the low ph measurement value in the first measurement is likely due to sample preparation and/or pre-analytic handling problems. Trending related to the sensor lot in use did not reveal any additional related cases.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received erroneous ph results for two (B)(6) patient samples tested on a cobas b 123 analyzer. A sample from the first patient initially resulted as 6.980 at 01:03. A sample from the same patient was measured at 01:09, resulting as 7.061. It was stated that a fresh sample was collected for the patient approximately 1 hour later, but the time that the sample was tested was 03:16 and it resulted as 7.346. The customer did not believe the initial value since the repeat measurement was in the normal range. A sample from the second patient initially resulted as 6.974 at 03:00 on 07/18/2016. It was stated that a fresh sample was collected for the patient approximately 1 hour later and this sample resulted as 7.300. The customer did not believe the initial value since the measurement from one hour later was in the normal range. The patients were not adversely affected. The customer also provided data for a third sample which had questionable results for oxygen saturation (so2) on the same analyzer. It was determined by the customer the variation in so2 results was acceptable due to using venous samples. The ph sensor cartridge lot number was 21561082. The sensor cartridge expiration date was asked for, but not provided.